Event description:
It was reported that the patient no longer wanted the implantable cardioverter defibrillator. Upon review, the right ventricular lead exhibited noise causing inappropriate shock. The patient presented for a scheduled procedure, during the procedure, it was discovered the lead was severed completely at the proximal suture of the suture sleeve. The lead was capped and replaced on 20 dec 2022. The patient was in stable condition.